Event description:
A customer reported an issue with the pump's touchscreen, which was unresponsive and not cracked or shattered. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After the customer received complete pump reset information from technical support, they opted to reset the pump, which resolved the issue, allowing the customer to interact with the pump screen again.